Event description:
It was reported that the subject device exhibited a foreign material inside nozzle, the issue occurred druing inspection for use, before the patient room. There was no reports of patient involvement.

Manufacturer narrative:
E1 establishment full name: (B)(6). E1 completed address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. Corrected fields: b5, g4. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue was identified during inspection for use.